Event description:
It was reported the device was cracked and leaking. Two 106x12cm ekos endovascular devices were selected for use in a bilateral lower extremity ekos procedure. After approximately four hours into treatment, a cracked coolant luer and a cracked drug luer were noted; leaking drug and coolant. It could not be confirmed which catheter leaked drug and which leaked coolant. Treatment was stopped and the catheters were removed. It was noted that the patient's clinical symptoms had improved, however, clot lysis was not completely achieved. There were no patient complications.

Event description:
It was reported the device was cracked and leaking. Two 106x12cm ekos endovascular devices were selected for use in a bilateral lower extremity ekos procedure. After approximately four hours into treatment, a cracked coolant luer and a cracked drug luer were noted; leaking drug and coolant. It could not be confirmed which catheter leaked drug and which leaked coolant. Treatment was stopped and the catheters were removed. It was noted that the patient's clinical symptoms had improved; however, clot lysis was not completely achieved. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 106x12cm ekos endovascular device was microscopically and visually inspected. The infusion catheter showed that the drug luer displayed cracking. The device was tested using a syringe filled with water to flush the line. During the line flush the drug luer began to leak. It was noticed that the device leaked from the crack on the drug luer. The reported event of leaking and cracking was confirmed.

Event description:
It was reported the device was cracked and leaking. Two 106x12cm ekos endovascular devices were selected for use in a bilateral lower extremity ekos procedure. After approximately four hours into treatment, a cracked coolant luer and a cracked drug luer were noted; leaking drug and coolant. It could not be confirmed which catheter leaked drug and which leaked coolant. Treatment was stopped and the catheters were removed. It was noted that the patient's clinical symptoms had improved; however, clot lysis was not completely achieved. There were no patient complications.

Manufacturer narrative:
Correction to h6: evaluation result codes. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 106x12cm ekos endovascular device was microscopically and visually inspected. The infusion catheter showed that the drug luer displayed cracking. The device was tested using a syringe filled with water to flush the line. During the line flush the drug luer began to leak. It was noticed that the device leaked from the crack on the drug luer. The reported event of leaking and cracking was confirmed.

Event description:
It was reported the device was cracked and leaking. Two 106x12cm ekos endovascular devices were selected for use in a bilateral lower extremity ekos procedure. After approximately four hours into treatment, a cracked coolant luer and a cracked drug luer were noted; leaking drug and coolant. It could not be confirmed which catheter leaked drug and which leaked coolant. Treatment was stopped and the catheters were removed. It was noted that the patient's clinical symptoms had improved; however, clot lysis was not completely achieved. There were no patient complications.